Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/15/16- pfs and medical records received. Pfs reported decreased range of motion and mobility, increased risk for dislocation and additional revision surgeries, metal toxicity, increased risk for long-term adverse health issues, metal debris damage, inflammatory response with dead tissue, and pseudotumor with grayish pus. Lab result report for metal ions greater than 7 parts per billion. Medical records reported pain, elevated metal ions, MRI with pseudotumor possible, metallosis, heterotopic ossification. Patient had aspiration of left gluteus with complex fluid collection for inguinal adenopathy. Aspiration of 3ml cloudy rust colored fluid. Revision surgery reported necrotic tissue and pseudotumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 3/1/2016: litigation received. Litigation alleges pain, discomfort, inflammaiton, and elevated metal ion levels. The stem is being added to the complaint. A doi was provided this complaint was updated on: 3/8/2016.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.